Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Device analysis for the desktop charger revealed cable assembly with broken connector.

Event description:
The patient reported a communication problem. The reposition antenna screen was seen on the implantable neurostimulator recharger (insr). Connecting was tried during the call and a coupling problem was reported. A connection was made and stimulation was noted to be off, the implantable neurostimulator (ins) battery was flashing between 0-25%, and all coupling bars were empty. Troubleshooting was limited as the insr battery showed a low battery screen. The insr was not charging. It had been plugged in overnight. Troubleshooting began and the green light was reported to be on. The insr was noticed to not be charging at 3am the morning of this report. A loss of therapeutic effect was reported. The ins battery went dead and the therapy stopped 2 days prior to this report. She was in so much pain that she could not stand too long. Due to the pain and standing problem, she was feeling sick to her stomach. Connecting was performed again and the antenna was repositioned and 2 coupling bars were achieved. The patient was able to successfully turn the ins therapy on. Additional information reported that the insr was not charging. The desktop charger (dtc) could not be plugged in. The broken pin was pulled from the insr and the dtc was plugged in. The ac adaptor connector was loose. The insr was then charging. The patient was crying and concerned for her system not working and had been in pain the last 3 days as of (B)(6) 2014. The ins still had power so stimulation was increased from 4.40 to 5.20 and 5.10 in program 1 and 2, respectively and stimulation was what she needed. A coupling problem was reported and a little swelling was noted. An antenna locate feature was used and the patient was able to get 8 bars and was then recharging. It was noted that she had only received about 5 minutes worth of training. Additional information received reported that the patient was confusing the coupling bars with the ins charge level. The patient was experiencing no stimulation sensation. There was no stimulation. The patient was getting the charging screen but the ins battery was very low and the patient was in a potential discharged state. The patient was charging and getting anywhere from 4-8 boxes. The battery was stated to be dead and she could not get it charged up. She could not get it on the right spot. This started 5 days ago as of (B)(6) 2014. Stimulation was reported to stop about a week prior to this same date. The patient had tried to charge for a week. The pain started 3 days ago as of (B)(6) 2014. The patient wanted to turn on stimulation but it was too low to turn on. The indication for use included lumbar radiculopathy and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.